Event description:
It was reported that following a rotablator treatment procedure, foreign material was noticed on the guide wire. A floppy rtw guide wire had been advanced to an unspecified location. An 1.75mm rotablator burr had been advanced over the wire. When the rotablator burr was removed, it was noticed that "foreign material" appeared to be on the wire. There was no problem noted with the 1.75mm burr. The procedure was considered to be completed with this device. There were no pt complications reported with the pt's current condition listed as "good".